Manufacturer narrative:
Device is within specifications. Therefore we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on (B)(6) 2020 by the customer. Customer stated that there was a pin that caused patient injury. The patient was coming in for an emergent spinal procedure. The pins were placed with the patient in the supine position. The patient was flipped into the prone position. Upon hooking the headrest to the cervical management system the patients head slipped out of the pin headrest. This caused a significant bump to her forehead, bruising and swelling to her eye, laceration to her eye and pin sites. The pin sites had to be stapled.